Event description:
"The limb was inserted through 18fr gore dryseal sheath and delivered to the just above the maximum overlap mark where deployment was begun. The device deployed normally and accurately. After deployment the delivery system was being walked of the wire when it was noticed that the delivery system's nose cone was no longer attached to the system. Upon inspection, it was noted at the hypo tube and nose cone were still on the wire. The hypo tube was then walked off the wire along with the nose cone, where it was handed off to the nurse, who was instructed to place both pieces into the original packaging to be set aside for the rep. The case proceeded normally with no effect on the patient." Patient outcome - "there was no patient injury and no significant force was applied in removing the delivery system after deployment."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"The limb was inserted through 18fr gore dryseal sheath and delivered to the just above the maximum overlap mark where deployment was begun. The device deployed normally and accurately. After deployment the delivery system was being walked of the wire when it was noticed that the delivery system's nose cone was no longer attached to the system. Upon inspection, it was noted at the hypo tube and nose cone were still on the wire. The hypo tube was then walked off the wire along with the nose cone, where it was handed off to the nurse, who was instructed to place both pieces into the original packaging to be set aside for the rep. The case proceeded normally with no effect on the patient." Patient outcome - "there was no patient injury and no significant force was applied in removing the delivery system after deployment."